Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed no delivery twice during a bolus attempt. The customer's blood glucose reading was 300 mg/dl. The customer could not recall any significant events leading to the alarm and indicated that it was a past event. The customer was unable to troubleshoot and was advised to call back at the time of the actual event if it happens again.